Manufacturer narrative:
Organogenesis quality systems performed an investigation of apligraf manufacturing lot gs1102.08.04.1a and apligraf manufacturing lot gs1012.23.03.2a as part of the investigation connected to this report. The apligraf manufacturing lots met all specifications and release criteria for shipment.

Event description:
A (B)(6) male experienced "very dramatic blistering" post apligraf application which was secured with steri strips, and dressing consisted of a bolster dressing secured with mastisol and off-loading achieved with total contact cast. The blistering was reported on the dorsal, plantar aspects of the foot as well as interdigitally. The pt has a dfu on the plantar lateral boarder of the right foot. The pt rec'd apligraf ((B)(4)) application on (B)(6) 2011. The wound bed was prepared w/sharp debridement and cleansed with sterile saline. The apligraf unit was cut to size and applied to the dfu w/approx 0.5cm perimeter overlap which was secured w/steri strips. The wound was wrapped in bolster dressings, secured with mastisol and placed in a total contact cast. At the one week f/u ((B)(6) 2011) the pt presented with plantar blisters. The pt was seen the following week and the wound was assessed as healed. This episode of blistering was not reported to the company by the physician. The pt was seen on (B)(6) 2011, and the wound had recurred. The pt rec'd an apligraf unit ((B)(4)) on (B)(6) 2011. The wound bed preparation, dressing and off-loading were the same as described for the apligraf application on (B)(6) 2011. At the 1 week f/u ((B)(6) 2011) the pt presented again with a very dramatic blistering on the dorsal and plantar aspects of the foot as well as interdigitally. The available information for this medical event was reviewed by organogenesis' (B)(4) on (B)(4) 2011. The pt has had no sequelae, hospitalizations or reports of serious injury related to apligraf use. This event did not cause serious injury, as defined in 21 cfr 803.3. As well, disability resulting in permanent impairment of a body function or permanent damage to a body structure did not occur. However, the company is reporting this adverse event due to the possibility that apligraf combined with the total contact cast, steri strips and mastisol adhesive could have contributed to the blistering seen in the periwound. It was concluded that apligraf is not the sole cause of this event.